Manufacturer narrative:
The customer has advised physio-control that after replacing the battery, they observed normal device operation. The device has since been returned to the end user for use. Neither the device or the battery has been returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, their device lost power. The customer indicated that their device is tested daily in the morning. The morning test of the reported event indicated "ok" on the display and showed that approximately 50-75 percent battery life was available. The customer arrived on scene of the reported patient event and was able to successfully deliver two defibrillation shocks to the patient. The device reportedly lost power following the second defibrillation shock delivery. The customer reported that the patient was transferred to the hospital following their care and it is unknown if the patient survived the reported event. No additional information on the event has been provided.